Event description:
This product has been returned and device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 22.1 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this right atrial (ra) lead had a high pace impedance measurement that was greater than 2000 ohms. Additionally, there was a loss of capture, with no reported asystole. As a result, this ra lead was reported as being abandoned surgically and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.